Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo revealed a tube with a bubble in the gel at its base. Additionally, 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.